Event description:
It was reported to boston scientific corporation that a needleknife rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, after performing a pre-cut with the needleknife rx sphincterotome during the procedure, the physician noted that the device tip radio-opaque marker had detached and remained in the hepatic duct of the patient. The physician tried to remove the radio-opaque marker and was unsuccessful. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Should additional relevant information become available, a supplemental medwatch will be filed.